Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right ventricular (rv) lead exhibited oversensing of noise with pacing inhibition for this pacemaker dependent patient. A revision procedure was performed. When the rv lead was removed from the header of the pacemaker, it was noted that the setscrew had pulled out of the header and remained on the tip of the torque wrench. The physician attempted to put the setscrew back into the sealing rings on the header. The rv lead was surgically abandoned and replaced. Since the patient is pacemaker dependent, the physician decided to also explant the device. A new pacemaker was successfully implanted. It was noted that a temporary pacemaker was in place during the revision procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory inspection of the pacemaker noted tool marks on the case and header. Further inspection found the seal plug was cored out and the setscrew was missing. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis determined that the damage to the seal plug was induced during the explant procedure.